Manufacturer narrative:
(B) (4). Refractive surprise. (B) (4).

Event description:
The reporter indicated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens in the pt's right eye (od) on (B) (6) 2009. The lens was explanted on (B) (6) 2009 due to icl refractive surprise - icl power error. The icl was exchanged for a same model and power lens.